Manufacturer narrative:
Evaluation: event is still under investigation.

Event description:
Device was used with another manufacturer's balloon and upon removing the sheath, it was noted that the sheath unraveled. This event did not affect the patient. Patient is doing well.